Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and a drain was used. During the procedure, when the surgeon removed the trocar cap, it was difficult to remove. Then the drain was broken at the connected area of the trocar. Another like device was used which worked normally. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The drain is broken in the connection with trocar. The breakage could be caused by pulling the drain with excessive force. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.